Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not fold. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During customer visit, o.r. Manager provided me with two "failed heartstrings" for return. I will complete two complaints. Hsk 3038. Lot 25121538. Ex (B)(6) 2016. Customer does not have any patient information available and did not know when the product was used. States the product "did not fold."

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use were evident, no blood was observed on or in the device. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the loading device. The slide lock was dis-engaged. The plunger was fully depressed on the delivery device. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .197 inches, the outer diameter was measured at .222 inches. The length of the delivery tube was measured at 2.49 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was not confirmed for "failure to load", but was confirmed for the analyzed failure "premature deployment."

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not fold. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During customer visit, or manager provided me with two "failed heartstrings" for return. I will complete two complaints. Hsk 3038, lot 25121538, ex 12/16/2016. Customer does not have any patient information available and did not know when the product was used. States the product "did not fold"